Manufacturer narrative:
Unit power up properly after battery installation. Unit was received with operating currents within specification. Unit was monitored and no off no power anomalies or low battery alerts noted. Unit passed self-test, unexpected restart error test, rewind, basic occlusion test, and displacement test. No motor error alarms were noted. However, unable to prime unit during prime/compromised force sensor system test due to faulty force sensor resistor. The motor was tested outside the device and passed. Low reservoir alert functioning properly during testing. No unexpected low reservoir alarm noted during testing using a water fill test reservoir. Unit was received with minor scratches on lcd window.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error twice. The customer was able to clear the alarm. Customer's blood glucose level was not reported. The customer was able to rewind the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.